Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head was returned to our fisher & paykel healthcare regional office in germany for evaluation where it was inspected by a trained technician. Results: the photographs & the service report of the technician show cracking and crazing at the dome portion of the upperhead case. Cracks and plastic chipping at the corner of the control panel is also visible. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in germany requested a performance check of an iw910agu baby control mobile infant warmer. During servicing a fisher & paykel healthcare (f&p) service technician observed that the warmer head had cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) requested a performance check of an (B)(4) baby control mobile infant warmer. During servicing a fisher & paykel healthcare (f&p) service technician observed that the warmer head had cracked. There was no patient involvement.